Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one 3.5x15mm resolute onyx rx coronary drug eluting stent to treat a mildly tortuous, moderately calcified lesion with 100% chronic total occlusion located in the proximal diagonal branch. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device however excessive force was not used during delivery. The lad was previously stented with a 2.75x38mm medtronic stent and a 3.08x18mm medtronic stent causing the diagonal branch to occlude. An attempt was made to dilate the diagonal branch with an unknown brand balloon, but failed, therefore a 5 french non-medtronic guide extension catheter was placed. The diagonal branch was successfully pre-dilated using a 3.25x15mm nc euphora balloon. An intervention attempt was made to treat the occlusion in the diagonal branch with the 3.5x15mm resolute onyx, but failed. The lesion was pre-dilated multiple times again. The 3.5x15mm resolute onyx stent went back into the guide extension catheter and became stuck and was removed from the guide extension catheter. No intervention was required to remove the stent from the guide extension catheter. Further pre-dilation of the lesion was attempted. An attempt was made to re-load the 3.5x15mm resolute onyx stent onto the guide wire but failed. It is indicated that the stent was deformed in vivo during positioning/advancement to the lesion. The procedure was completed using another 3.5x15mm resolute onyx stent. The patient is reported to be alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.